Event description:
The physician attempted to deliver a resolute integrity drug eluting stent. The lesion was reported to be highly calcified and tortuous. It is reported that the stent was fine prior to use but failed to cross the target lesion. Following further pre-dilatation the physician was going to re attempted to insert the stent but didn't as stent damge was noted. The patient was treated with another stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of device (highly calcified and tortuous). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (highly calcified and tortuous). (B)(4).